Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 after weekly clinic labs revealed drop in hemoglobin/hematocrit (h/h). The patient reported one occurrence of dark stools that week. The patient was transfused 2-units packed red blood cells (prbcs). An esophagogastroduodenoscopy (egd) on (B)(6) 2018 showed no active bleeding. The egd found blood and clot in the second and third portion of the duodenum, and a single non-bleeding angioectasia in duodenum was treated with argon plasma coagulation. The patient was stable and discharged with the event resolved on (B)(6) 2018.